Manufacturer narrative:
(B)(4). Date sent: 9/1/2020. D4: batch #t5ex76. Investigation summary : the analysis found that one pcee45a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The override system was manually reset. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The instructions for use do contain the following, "caution: [for the would not fire issue] ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted. Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. "Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. "[And for the would not open] to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger." It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? No staples formed, it seemed to be a lock out of some sort before the staple driver and blade touched the tissue. If yes, was the staple line complete? N/a. Did the device cut? If yes, was the cut line complete? N/a. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Did the jaws eventually open? Physical force.

Event description:
It was reported that during use, the gun locked while stapling the lung. The surgeon was required to use the manual override to remove the stapler from the chest. It came out closed and was only opened after the scrub nurse manipulated it on the table after the incident. No ae reported.